Event description:
It was reported that the patient presented to the clinic with multiple low voltage advisory alarms and low battery alarms while on fully charged batteries. No external damages were noted and the battery clips were new. The event log file captured no external power events on 17dec2024 between 01:32:41 and 05:32:49 that were caused by simultaneous power lead disconnects while the patient was switching power sources from the mobile power unit to batteries. The log file also captures series of low power advisories on (B)(6) 2024 between 06:43:32 and 12:52:13 that were caused by an intermittent weak connection on the black lead. This could be caused by a connection issue with the clips and batteries or clip connector and the controller black lead connector. The controller was exchanged and the low voltage and low battery alarms resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of abnormal low power advisory alarms and a no external power alarm were confirmed via review of the submitted log file. The log file contained information spanning approximately ~7.5 hours on (B)(6) 2024 (5:29:26 to 12:52:17 per timestamp). Intermittently throughout the data while the controller was connected to battery power, abnormal low power advisory alarms were observed; these alarms activated due to the relative state of charge (rsoc) of the black power cable briefly dropping below the designed alarm threshold. The abnormal low power advisory alarms appeared to clear on their own, shortly after activation. A no external power alarm was also observed to be active from 5:32:41 to 5:32:49 due to both power cables being simultaneously disconnected from external sources. This alarm resolved when the controller was reconnected to an external source. The emergency backup battery activated as intended and supplied power to the pump during the absence of external power. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis. The root cause of the no external power alarm was determined to be user error, in simultaneously disconnecting both power cables from external power during a power source exchange. The root cause of the abnormal low power advisory alarms was not able to be conclusively determined through this evaluation; however, provided information indicated that the controller was exchanged and the alarms resolved. Review of the device history record for the heartmate 3 system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) warns the user that inappropriate use of the 11 volt backup battery may result in diminished run time during a power-loss emergency. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible) that are associated with the system controller, including no external power and low voltage alarms, and the actions to take if the alarms cannot be resolved. To resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.